Event description:
The customer reported the system produced a double exposure and the physician's hands were exposed. This event resulted in an aro. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator backplane and the generator interface boards were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.